Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The field service technician confirmed during testing the select button was not working and stated it was due to a faulty membrane switch. Field service stated the customer has not approved repairs at this time.

Event description:
The customer reported the model ltv (lap top ventilator) 1000 ventilator the select button does not work. No patient involvement associated with this reported issue.